Event description:
During remote monitoring, episodes of high capture threshold and noise resulting in oversensing. Abbott technical support was contacted and recommended further investigation via provocative testing; however, no intervention was performed at this time. The patient was stable and will continue to be monitored.